Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor filament remained in arm after sensor removal. The customer reported she noticed pink mark at sensor site and went to the emergency room, where 2 x-rays were taken. The customer reported she was informed the filament was in arm and would require surgical removal. No further information was provided. There was no report of death or permanent injury associated with this event.